Event description:
It was reported that the device was malfunctioning and the patient¿s condition was getting progressively worse. It was unknown if the malfunction was on the device or the lead. Device replacement was discussed. No further information was available.